Event description:
During deployment of a lumbar spacer at the l5-s1 level a loud "pop" was heard and resistance of the mating instrumentation was lost. The tip of the distal deployment wrench had become deformed/twisted rendering the device useless. An ap fluoro image revealed the lumbar spacers distal fixation blade had not been deployed prior to instrument failure. Posterior screws were added to aid in fixation.

Manufacturer narrative:
Alphatec spine has received complaints of its alphatec solus deployment instrument twisting or bending, which has been discovered either during or after use. The cause is under investigation, however deformation may occur in cases in which: involve patients with extremely hard or sclerotic bone, and/or grade 2 and higher spondylolisthesis, without sufficient vertebral end plate preparation to remove the hardened bone layer prior to deployment attempt, or there is non-axial alignment and/or incomplete engagement (insertion) of the deployment wrenches to the implant prior to application of deployment torque load. A health hazard evaluation was performed and determined that while patient health risk is minimal, the frequency of complaints is high, and therefore, a voluntary removal of the affected instruments was necessary until a root cause and corrective action can be defined. The alphatec solus anterior lumbar interbody fusion (alif) system is a spinal fixation system consisting of implants with various heights and lordosis to accommodate individual patient pathology. System implants are manufactured from (B)(4). The alphatec solus implant is intended for use with supplemental spinal fixation. Specifically, the alphatec solus implant is to be used with the alphatec's zodiac spinal fixation system, aspida anterior lumbar plating system, or the illico mis posterior fixation system.